Manufacturer narrative:
Continuation of d10: 977a260 lead; 977a260 lead; 97715 ipg implanted on the (B)(6) 2021,8637-40 pump implanted on the (B)(6) 2020, 8780 catheter implanted on the (B)(6) 2014.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that the patient was hospitalized due to bradycardia. The implantable pulse generator (ipg) was pacing below the set rate. The ipg remains in use. No further patient complications have been reported as a result of this event.